Event description:
During cardiac catheterization, catheter could not be removed from pt because it had become entrapped by arterial sheath. Upon examining arterial sheath, the distal end of arterial sheath had multiple areas of infolding which caused trapping of catheter. The distal end of sheath due to infoldings was a potential for breaking inside of artery.